Event description:
The customer called to report a frozen screen. Troubleshooting was performed, and the insulin pump continued to have a frozen screen, as well as a blank display. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display, due to a problem with the liquid crystal display board. Unable to test for the frozen display due to the blank display.